Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009. It was reported that the patient underwent revision on (B)(6) 2011 due to recurrent pop & mesh extrusion. No further information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion that the patient experienced vaginal irritation.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent cystoscopy due to stress urinary incontinence, cystocele with vaginal vault prolapse. It was reported that the patient underwent a robotic-assisted laproscopic sacrocolpepexy on (B)(6) 2011 due to post-hysterectomy vaginal vault prolapse and enterocele grade 3.

Manufacturer narrative:
Date sent to the FDA: 11/9/2015. (B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with cystocele repair. It was reported that patient underwent excision of vaginal foreign body, cystourethroscopy on (B)(6) 2014. No additional information was provided.